Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission, 08/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: during investigation, a visual inspection of the pump revealed no damage or cracks around the battery compartment or other area of the pump case. The complaint of damage to the pump casing was not observed. Unrelated to the complaint, investigation revealed that the battery cap was damaged. The removal slot on the top of the cap was damaged and the cap was difficult to remove from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.